Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system w/ dual port expanded during medication administration. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received a 20ga nexiva unit consisting of a catheter-adapter extension set. The needle-grip assembly and packaging were not returned for evaluation. Visual/microscopic evaluation: the unit was received with the pinch clamp fully engaged. Traces of patient residue and medicine was observed on the catheter adapter and on the extension set. The tubing was ballooned from the wing adapter (approx. 2cm) towards the port adapter. An attempt to flush liquid through the assembly was performed and was not successful, medicine hardened within the extension tube and did not allow the liquid to flow. The lot number was unknown. Conclusion(s): the extension tubing may be damaged and/or ballooned if the catheter becomes occluded, occlusion of the unit will increase the internal pressure and can cause the tubing to break, balloon and/or burst. Potential contributors to failure (for used extension tube): 1- had a kinked /or occluded catheter tubing during usage, this could increase the pressure within the extension tubing and cause it to balloon, split and/or burst. 2- infusion not performed correctly or at a psi or flow rate above the recommendations per nexiva instructions for use. No manufacturing root cause was identified.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system w/ dual port expanded during medication administration. There was no report of exposure, injury, or medical intervention noted.